Event description:
It was reported that the device would not aspirate. An angiojet spiroflex catheter was selected for use. After successfully priming the device, the catheter was inserted into the patient, however, the catheter would not aspirate. The procedure was then completed with a different device. There were no patient complications reported. Device evaluated by MFR: visual inspection revealed numerous kinks throughout the shaft of the device. Functional testing revealed the device ran within normal range, without any issues or errors; however, there was a leak in the shaft at a severe kink at the end of the strain relief. The shaft was microscopically examined and it was revealed that there was a hole in the shaft causing the leak. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the device would not aspirate. An angiojet spiroflex catheter was selected for use. After successfully priming the device, the catheter was inserted into the patient, however, the catheter would not aspirate. The procedure was then completed with a different device. There were no patient complications reported.